Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-oct-2024 by a nurse concerning a 49-year-old female patient. Additional information was received from the same reporter on 16-oct-2024. The patient had no known medical history or allergies. No information about previous filler treatments has been provided. From (B)(6) 2023, the patient received treatment with sculptra (lot 3j1893, expiry date 31-mar-2026) using 25g cannula with a fanning technique for an aesthetic indication. The patient received four sculptra treatments approximately 6 weeks apart, with the first session in (B)(6) 2023 and the final session in (B)(6) 2024 (lot 3j4374, expiry date 30-sep-2026). Each sculptra treatment involved the use of 1 vial (10 ml), with 5 ml injected to each side of the face (0.5 ml to temple, 2 ml to jawline and 2.5 ml to cheek/jaw). The sculptra vials were diluted with 8 ml sterile water for injection [water for injection] and 2 ml of xylocaine [lidocaine]. Sculptra was injected using 25g cannula and diluted with 2 ml of xylocaine (intentional device misuse). The hcp reported that no other treatments were administered concurrently with sculptra. However, two weeks following the final sculptra treatment in (B)(6) 2024, the patient received botox [botulinum toxin type a]. In (B)(6) 2024, the patient experienced a nodule/lump (implant site nodule) at the right temple. The hcp attempted corrective treatment by injecting nacl [nacl] and massaging the lump on four separate occasions. The nodule or the bullet, approximately the size of a pea, was difficult to stabilize during injection, and would temporarily disappear from the site, making it challenging to get a proper grip on it. On (B)(6) 2024, another nacl injection was administered. The lump appeared to pop or crack and temporarily disappeared, but reemerged a few days later. On (B)(6) 2025, the hcp reported that nearly one year after onset, the ball or lump persisted despite further corrective treatment with nacl. The intervention was unsuccessful in resolving the issue. On (B)(6) 2025, the hcp reported that the nodule, referred to as a bullet, remained unchanged in both size and location. It continued to resemble a persistent zit or pimple on the patient's temple, which bothered the patient. Outcome at the time of the report: nodule/lump was not recovered/not resolved/ongoing. Sculptra was injected using 25g cannula was recovered/resolved. Tracking list: v.0 initial report, v.1 fu received on (B)(6) 2025 from the same reporter. Event verbatim (implant site nodule) and corrective treatment details were updated. Case was upgraded to serious on 03-jul-2025.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-oct-2024 by a nurse concerning a 49-year-old female patient. Additional information was received from the same reporter on 16-oct-2024. The patient had no known medical history or allergies. No information about previous filler treatments has been provided. From (B)(6) 2023, the patient received treatment with sculptra (lot 3j1893, expiry date 31-mar-2026) using 25g cannula with a fanning technique for an aesthetic indication. The patient received four sculptra treatments approximately 6 weeks apart, with the first session in (B)(6) 2023 and the final session in may-2024 (lot 3j4374, expiry date 30-sep-2026). Each sculptra treatment involved the use of 1 vial (10 ml), with 5 ml injected to each side of the face (0.5 ml to temple, 2 ml to jawline and 2.5 ml to cheek/jaw). The sculptra vials were diluted with 8 ml sterile water for injection [water for injection] and 2 ml of xylocaine [lidocaine]. Sculptra was injected using 25g cannula and diluted with 2 ml of xylocaine (intentional device misuse). The hcp reported that no other treatments were administered concurrently with sculptra. However, two weeks following the final sculptra treatment in (B)(6) 2024, the patient received botox [botulinum toxin type a]. In (B)(6) 2024, the patient experienced a nodule/lump (implant site nodule) at the right temple. The hcp attempted corrective treatment by injecting nacl [nacl] and massaging the lump on four separate occasions. The nodule or the bullet, approximately the size of a pea, was difficult to stabilize during injection, and would temporarily disappear from the site, making it challenging to get a proper grip on it. On (B)(6) 2024, another nacl injection was administered. The lump appeared to pop or crack and temporarily disappeared but reemerged a few days later. On (B)(6) 2025, the hcp reported that nearly one year after onset, the ball or lump persisted despite further corrective treatment with nacl. The intervention was unsuccessful in resolving the issue. On (B)(6) 2025, the hcp reported that the nodule, referred to as a bullet, remained unchanged in both size and location. It continued to resemble a persistent zit or pimple on the patient's temple, which bothered the patient. Outcome at the time of the report: nodule/lump was not recovered/not resolved/ongoing. Sculptra was injected using 25g cannula was recovered/resolved. Tracking list: v.0 initial report, v.1 fu received on 23-jun-2025 and 03-jul-2025 from the same reporter. Event verbatim (implant site nodule) and corrective treatment details were updated. Case was upgraded to serious on (B)(6) 2025. V.2 batch record review investigation results were received on 30-jul-2025.

Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria include the need for medical intervention and the long-standing nature of the event, which is suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was intentionally misused with regards to cannula use and reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text. Routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot numbers were valid and verified the reported product. To date, two medical complaints were reported for the lot number 3j1893 including this case and three medical complaints were reported for the lot number 3j4374 including this case. A batch record review was performed for each lot number. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batches. The batches conformed with the cgmp and met the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. Therefore, the performed investigations are considered adequate, and no additional investigations will be conducted. CAPA comment. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.